Event description:
It was reported to boston scientific corp that a microvasive rx locking device and biopsy cap system was used during a endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, during the procedure, while an unk rapid exchange device was being passed through the biopsy cap, the sponge (filter) detached into the proximal part of the scope. The sponge was successfully removed by hand. The scope remained in the pt throughout the entire procedure. The biopsy cap was pre pierced prior to any devices being inserted into the scope. The procedure was completed with another microvasive rx locking device and biopsy cap system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Event description:
This is a report of a homechoice patient who developed peritonitis following use of a cassette that was found to be opened upon receipt. The patient stated she had used a cassette in 2009, and she hadn't notice that the package was already open until the next night she went to use another one, and the package was open already. The patient stated she woke up with peritonitis and had been sick. The nurse stated that it was not just the overpouch, but the entire package that was opened. Two cassettes were noticed this way, and the patient was currently being treated for peritonitis. The nurse stated that the patient used one of the cassettes because she was unsure if it was opened by her or it came from the box that way. The nurse then stated that the patient checked the box and discovered an additional cassette that had opened packaging. The patient stated she was doing "ok."

Manufacturer narrative:
The device is available for evaluation. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
(B) (6). Same case as MFR report #: 2134265-2010-01420. It was reported that during and shortly following a percutaneous carotid artery intervention stenting treatment procedure, the patient experienced hypotension, bradycardia and arm and leg numbness. The index procedure treated the 80% stenosed, 9x15mm target lesion located in the ostium of the left internal carotid artery. Treatment utilized a bsc filterwire ez, the placement of a 10x24mm carotid wallstent and post dilation resulting in 0% residual stenosis. During the procedure the patient experienced hypotension and bradycardia which were both treated with medication and resolved without residual effect. Later the same day, the patient experienced numbness in the left arm and leg which resolved without residual effect with no further action. A second hypotension event also occurred post the index procedure which was treated with medication and resolved without residual effect the following day. The patient was discharged one day post the index procedure. Per the physician, the event relation to both the carotid wallstent and index procedure were listed as "highly probable". The event relation to the filterwire ez was listed as "unrelated".

Manufacturer narrative:
Evaluation summary: baxter received 2 companion samples in reference to the report of opened. The sets were visually inspected and noted that the pouch was torn along the perforated seal. The complaint was confirmed in the lab for opened pouch.

Manufacturer narrative:
Additional evaluation of the companion samples was performed. The sets were placed on a machine for priming with no alarms noted. No manufacturing abnormalities were noted during visual inspection except for the open pouch. The complaint was confirmed in the lab for opened pouch.

Manufacturer narrative:
(B) (4)